Manufacturer narrative:
The device was returned for analysis. The reported ¿device was unable to be removed¿ could not be replicated in a testing environment as it was based on operational circumstances. The reported ¿suture came out together with the device¿ could not be tested/confirmed, due to device components not being returned. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly, after parking the foot the proglide device was unable to be removed. After the foot was reopened and closed several times, the device was able to be removed from the anatomy. Upon removal of the device the suture came out together with the device. No vessel damage was noted. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The patient is doing well. No additional information was provided.